Event description:
New information noted that the right atrial lead and the right ventricular lead exhibited noise. The right ventricular lead was capped and replaced on (B)(6) 2025. The right atrial lead remains implanted and will continue to be monitored. The patient was in stable condition.

Event description:
Related manufacturer's reference number: 2017865-2021-29876. It was reported that the patient presented for a procedure. Upon interrogation, it was discovered that the right ventricular (rv) lead was exhibiting noise, and that the right atrial (ra) lead was exhibiting oversensing and mode switch. During the procedure, the physician noted insulation abrasions on the rv and ra lead. The physician opted to apply a suture sleeve to both leads along with medical adhesive. The patient was in stable condition.